Event description:
Additional information received confirmed that the left-ventricular (lv) lead exhibited variable capture threshold as well.

Event description:
It was reported via product receipt that the patient presented in-clinic for a left-ventricular (lv) lead replacement procedure as previously upon interrogation it was noted that the lv lead exhibited high-capture threshold. As a resolution the lv lead was capped and replaced on (B)(6) 2024. The patient condition was not provided.